Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd-legacy® pca pump stopped working at some stage during the night. The patient's spouse set up the second pump and commenced the morning dose. The patient was breathing and had a pulse, but was non-responsive. The spouse was advised to call 999. No further information was gathered on the pump error due to the need for urgent medical attention. No further information was gathered on the outcome of the patient.